Event description:
A patient underwent revision surgery on (B)(6) 2012 to remove a back-out trestle screw. X-rays taken during a follow-up visit approximately five to six weeks post-op revealed the anchor was no longer properly seated beneath the plates locking mechanism. The trestle anterior cervical plating system was originally implanted on (B)(6) 2012.

Manufacturer narrative:
An evaluation of suspect devices revealed no anomalies. Dimensional and functional inspection confirmed all the returned units of the trestle plating construct were properly manufactured and released in accordance with the device master record. The investigation concluded that over angulation resulting in incomplete seating of the screw likely caused the locking mechanism not to properly engage. The trestle anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. It is intended for use in the anterior cervical spine (c2-c7). A primary feature of the trestle plating system is the proprietary zero step self-locking mechanism. While advancing the screw, the blocking slide will move medially. When the screw is fully inserted and the screwdriver removed, the blocking slide will return to the center position. Both the surgical technique and instruction for use (B)(4) state; the surgeon must take great care to properly position bone screw holes when using the variable drill guide and self centering awl. Excessively converging hole patterns may prohibit proper seating of the bone screws. Hole patterns angled beyond 9° may prohibit proper seating.

Manufacturer narrative:
The explanted trestle anterior cervical plating system consisted of six screws and one plate, all containing unique identifying lot numbers. It is unknown which screw lot number belongs to the suspect device: (B)(4), anterior cervical plate level 2 assembly, 37mm, ti (B)(4) (1-pc) mfg 11/08/2011; (B)(4), 4.0mm variable angle self-drilling screw, 14mm, ti (B)(4) (1-pcs) mfg - 21/27/2011; (B)(4), 4.0mm variable angle self-tapping screw, 14mm, ti (B)(4) (3-pcs) mfg - 12/8/2011, (B)(4) (2-pcs) mfg - 12/3/2011. An evaluation of the suspect device is currently being conducted. Upon completion a follow-up submission will be provided. The trestle anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. Device implants include a range of plate sizes and bone screws to provide the versatility required for the specific indications noted. Fixation is achieved by means of a rigid plate that is surgically attached to the spine with bone screws. Implant plates and bone screws are manufactured from (B)(4). All device components are intended for fixation/attachment to the anterior cervical spine only. It is intended that the implants be removed after successful fusion.